Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he was in a vehicle accident. Customer's blood glucose was 205 mg/dl. Customer was sent to the hospital for checkups. Customer mentioned the screen would turn purple, orange then back to normal. There was damage on the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, cracked battery tube threads, minor scratches and cracked display window, and a cracked and bleeding lcd glass. However, the pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests.